Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat an intragastric collection during a transgastric drainage procedure performed on (B)(6) 2022. During the procedure, resistance was met and the axios stent could not be deployed. The axios stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a 15mm axios stent. There were no patient complications as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of axios stent partially deployed. An axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully deployed and expanded. No other problems were noted to the stent and delivery system. The reported event of stent partially deployed cannot be confirmed; the stent was returned fully deployed and expanded. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported events. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on september 27, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat an intragastric collection during a transgastric drainage procedure performed on (B)(6), 2022. During the procedure, resistance was met and the axios stent could not be deployed. The axios stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a 15mm axios stent. There were no patient complications as a result of this event. Note: no further information has been obtained despite good faith efforts.